Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up, during testing it was noted that there were 900 automatic mode switches due to atrial lead noise. The lead was noted after the patient had replacement of pulse generator on (B)(6) 2016. During that procedure the physician had forcefully removed the atrial lead from the header, this was when the lead noise began. The device was reprogrammed, no intervention had been reported. The patient was stable after follow up and would be monitored.